Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient indicated their device alerted, however, the device showed no patient alerts and no issue was observed with the device or leads. Interrogation showed that there was a 10 second audible tone at the approximate time indicated by the patient. No reason for the tone was indicated, however it was consistent with magnet application. The patient denies being in contact with a magnet at that time. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No patient alert events were noted, however, there are magnet tones documented.